Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a blank display screen on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was unknown. The customer's father stated that there were no significant events that could have led to the issue. The father was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump was received with blank display due to faulty lcd board. The device was also received with minor scratched lcd window and cracked reservoir tube lip.